Event description:
It was reported that during patient use a cadd-legacy® pca pump alarmed high pressure. The patient was out of veletri, which is a medication used to treat pulmonary arterial hypertension. The patient was switched to her back-up pump and resumed infusion. Patient reported feeling sick for a little while as a result of being off medication but felt better later. Patient advised to notify pharmacy if there was any issue with the back-up pump because of the need to have two functioning pumps at all times. It is unknown at this time if there were any other adverse events.